Event description:
Reportedly, the surgeon believed the instrument fired but when he opened the instrument after cutting the tissue, the staples had not been properly placed. The tissue actually opened up and as a result, they had to hand sew the site. Pt was taken to ICU. The procedure ran about 2 hrs longer than anticipated. Procedure: gastric bypass.